Event description:
It was reported that the smartsite needle-free connector wouldn't prime during use due to flow issues. The following information was provided by the initial reporter: "unable to prime needleless connector. Remove/attached syringe 3 times to ensure sound connection but would not activate. Priming with bd luer tip 10ml syringe."

Manufacturer narrative:
Investigation summary: one (B)(6) sample was received for investigation with open packaging from lot 20066936. A visual inspection of the (B)(6) sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting the sample to a 50ml bd plastipak syringe and a 5ml bd luer slip syringe from stock and flushing with fluid; no occlusion or flow restriction was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20066936 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite needle-free connector wouldn't prime during use due to flow issues. The following information was provided by the initial reporter: "unable to prime needleless connector. Remove/attached syringe 3 times to ensure sound connection but would not activate. Priming with bd luer tip 10ml syringe."